Event description:
It was reported the pt is experiencing an infection at the ipg site. No cultures were taken and the pt was placed on antibiotics. F/u indicated the infection is healing and the pt is no longer taking antibiotics. The pt will continue to f/u with his physician.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.